Event description:
It was reported that patient was feeling discomfort at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the discomfort has resolved.